Event description:
Customer reported the system is displaying a "tube housing warm" error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and customer told ge rep sys was used for 63 minutes. System operates as intended.